Event description:
Customer is calling because he does not believe his pump is delivering insulin properly. He has had unexpectedly high blood glucose. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.